Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Pt800 and pt802 have failed. Vela main pcba p/n 52850 s/n (B)(6) rev. N will be scrapped as per 1501-089-000-swi failure investigation. This is a known issue which can be referenced to CAPA ca-2017-0206.9b096.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault, motor fault and it will not ventilate. There is no patient involvement on the event.